Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went to get botox injections the other week and the doctor said, you are going a lot because you are not emptying your bladder. Patient said, they have had problems for the last two years. Patient switched urologists and is going to a urologist that specializes in the bladder. The doctor told her when they put the new battery in, they didn't have it in place right. They had it in on an angle. Patient had the battery replaced due to normal battery depletion. Patient is leaving the settings where it is for now. They want to wait until the botox wears off and then see how their symptoms are. Patient will see the doctor in about two and a half months..